Manufacturer narrative:
Complaint conclusion: the stent's shaft detached during the release and it was not possible to release the stent. For this reason there was a prolongation of the surgical procedure. No consequences for the patient are reported. The problem was solved by replacing the stent. The intended procedure was on the lower limbs. The product was returned for analysis. One non-sterile smart flex 6x100 vas, 120cm stent delivery system (sds) was returned. Per visual analysis the device was returned with the stent fully deployed. The bmt-generated female luer to outer sheath bond was disconnected. The system was kinked in one location approximately 3.3 cm from the proximal end of the braided tubing. This was the only visual kink to the system. There was a bend in the stainless steel pusher shaft at approximately 16.5 cm from the distal end of the pusher shaft which would only be caused by excessive force applied to the stainless steel pusher shaft. This may have occurred during packaging into the plastic bag and shipment for bmt analysis. The hemostasis valve cap was separated from the component. Per microscopic analysis the stent was visually inspected under a microscope for geometric deformities, and no kinks or breaks to the struts or coils along the length of the stent were found. The female luer to outer sheath bond was examined for potential causes for the separation related to the manufacturing process. The correct amount of uv adhesive was observed in the female luer (11-16mm from proximal end of luer), as prescribed by the manufacturing specification. There is clear evidence that the heat shrink was fully shrunk to the female luer and outer sheath, but had become detached from the outer sheath tubing. The pusher tubing component was difficult to disassemble from the outer sheath tubing; therefore, the system was cut into approximately 5 inch sections to determine the section of strain. The section in question was located between approximately 19 cm and 26 cm from the proximal outer sheath tubing. The ID of the outer sheath braided tubing was measured to be approximately 0.0658" which is within specification. The od of the peek tubing was measured to be approximately 0.061" which is also within its specification. The outer sheath tubing was then sliced open to examine the inner surface and no damage was found. No cause was able to be determined for the tubing components were difficult to disassemble. A device history record (DHR) review of lot 33985 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-unable¿ and ¿stent delivery system (sds) separated-in patient (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the limited information available for review, procedural and handling factors may have contributed to the event. There are two likely scenarios; the stent was unable to deploy due to the female luer bond joint separation; or the outer sheath to female luer bond joint separated due to excessive force in an attempt to deploy the stent which was stuck. According to the instructions for use ¿carefully inspect the sterile package and device prior to use. Do not use if it appears damaged. Do not expose the delivery system to organic solvents. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information was received: the stent was reportedly not deployed outside of the patient, the stent deployed early. The stent has been removed by pulling outward on the whole system (surgical access). Complaint conclusion: the stent's shaft detached during the release and it was not possible to release the stent. For this reason there was a prolongation of the surgical procedure. No consequences for the patient are reported. The problem was solved by replacing the stent. The intended procedure was on the lower limbs. The stent was reportedly not deployed outside of the patient, the stent deployed early. The stent has been removed by pulling outward on the whole system (surgical access). The product was returned for analysis. One non-sterile smart flex 6x100 vas, 120cm stent delivery system was returned. Per visual analysis the stent was fully deployed. The bmt-generated female luer to outer sheath bond was disconnected. The system was kinked in one location approximately 3.3 cm from the proximal end of the braided. This was the only visualized kink to the system. There was a bend in the stainless steel pusher shaft at approximately 16.5 cm from the distal end of the pusher shaft which would only be caused by excessive force applied to the stainless steel pusher shaft. There was a bend in the stainless steel pusher shaft at approximately 16.5 cm from the distal end of the pusher shaft which would only be caused by excessive force applied to the stainless steel pusher shaft. Per microscopic analysis no kinks or breaks to the struts or coils along the length of the stent were found. The female luer to outer sheath bond was examined for potential causes for the separation related to the manufacturing process. The correct amount of uv adhesive was observed in the female luer (11-16mm from proximal end of luer), as prescribed by the manufacturing specification. There is clear evidence that the heat shrink was fully shrunk to the female luer and outer sheath, but had become detached from the outer sheath tubing. The pusher tubing component was difficult to disassemble from the outer sheath tubing; therefore, the system was cut into approximately 5 inch sections to determine the section of strain. The section in question was located between approximately 19 cm and 26 cm from the proximal outer sheath tubing. The ID of the outer sheath braided tubing was measured to be within specification. The od of the peek tubing was measured to be within its specification. The outer sheath tubing was then sliced open to examine the inner surface and no damage was found. No cause was able to be determined for the tubing components were difficult to disassemble. A device history record (DHR) review of lot 33985 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-premature/in patient (peripheral)¿ and ¿stent delivery system (sds) separated-in patient (peripheral)¿ were confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by separation of the outer sheath to female luer bond and the bends and kinks noted during analysis which may be accounted for by the use of excessive force. According to the instructions for use ¿carefully inspect the sterile package and device prior to use. Do not use if it appears damaged. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or lumen use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device. Introduce the stent delivery system. Advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). The device was reportedly available to be returned for analysis; however it has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
The stent's shaft detached during the release and it was not possible to release the stent. For this reason there was a prolongation of the surgical procedure. No consequences for the patient are reported. The problem was solved by replacing the stent. The intended procedure was on the lower limbs.

Manufacturer narrative:
Additional information was received: as reported by the decontamination site, the device was received with the stent deployed ("detached and included"). The engineering report is not yet available, however, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.